Event description:
It was reported that there was communication, coupling, and telemetry issues with the patient¿s implantable neurostimulator (ins) when trying to recharge. The patient could not get more than 2 boxes when coupling the recharger (with antenna attached) to the ins. The manufacturer¿s representative tried using the antenna locate (al) feature but could only get 2 coupling boxes. It was suspected that the physician had flipped the ins device. The ins was prominent in the pocket and was not too deep. The patient was happy with their current therapy yet only used the device on occasion due to the amount of time (5 to 6 hours) it took to charge the ins battery from 25 to 75% every week or so. It was also noted that they were unable to charge very easily. It was likely that there will be a revision of the device pocket site but was to occur in about 20 weeks due to the patient¿s other health issues. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).